Event description:
It was reported when using the bd veritor¿ at-home covid-19 test the customer experienced a false positive test. Eua# (B)(4). The following information was provided by the initial reporter. The customer tested positive (B)(6) 2022 using the bd product and got a negative result today (B)(6) 2022.

Manufacturer narrative:
Medical device expiration date: unknown. A device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed. Device manufacture date: unknown.

Manufacturer narrative:
The following fields were updated due to additional information: d.4. Medical device lot #: 1351566. D.4. Medical device expiration date: 08-jun-2022. H.4. Device manufacture date: 28-dec-2021. H.6. Investigation: this summarizes the investigation results regarding a complaint that alleges the ¿customer tested positive on 1-15-22¿ using the bd veritor at home covid-19 tests (material # 256094), batch number 1351566, ¿and tested negative on 1-18-22 but was showing symptoms.¿ bd quality performs a systematic approach to investigate all complaints. This approach involves review of manufacturing batch history records, testing of retention samples, and testing of customer returned samples, if applicable. An investigation and testing were performed on the batch number provided. Results were acceptable and no relevant issue was found. The complaint was unable to be confirmed. The root cause could not be identified. Currently, there are no adverse trends identified for discrepant results. Bd quality will continue to monitor for trends. There were no corrective actions taken at this time.

Event description:
It was reported when using the bd veritor¿ at-home covid-19 test the customer experienced a false positive test. Eua# (B)(4). The following information was provided by the initial reporter. The customer tested positive (B)(6) 2022 using the bd product and got a negative result today (B)(6) 2022.